Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported to philips the device intermittently alarmed low inhalation pressure. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. An onsite evaluation was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Due to the covid-19 pandemic, outside repair engineers were not allowed to enter the hospital. The device was not evaluated by philips. The customer claimed to have performed maintenance on the device. Parts were not replaced. The device was tested and placed back in service.